Event description:
It was reported during use the bd ultra-fine¿ pen needle had the inner shield/or outer cover/cap does not attach/detach /unable to deliver insulin/medication. The following information was provided by the initial reporter: "one pen needle did not release insulin and that pen needles do not fit properly on insulin pen."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/18/2020. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle from lot # 8109731. Customer states that one pen needle did not release insulin and that pen needles do not fit properly on insulin pen. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent the pen needle from attaching to the pen properly and from expelling insulin properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra-fine¿ pen needle had the inner shield/or outer cover/cap does not attach/detach /unable to deliver insulin/medication. The following information was provided by the initial reporter: "one pen needle did not release insulin and that pen needles do not fit properly on insulin pen."